Event description:
It was reported that the device exhibited a telemetry anomaly. The device was explanted on (B)(6) 2013.

Manufacturer narrative:
Final analysis found a loose coil with its connection wires broken, which could have caused the telemety anomaly reported in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.